Event description:
It was reported that during post implant procedure check, it was noted that the left ventricular lead exhibited loss of capture and suspected the lead had dislodged. The asymptomatic patient underwent a lead revision and the lead was explanted and replaced successfully with a competitor¿s lead. Post procedure, it was noted that the right atrial lead had dislodged and the patient underwent a second lead revision. During procedure, it was noted that the helix of the lead would not extend and the competitor¿s left ventricular lead had also dislodged. Both leads were explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.